Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the identification of the foreign material is unknown. The foreign material could not be removed due to insufficient reprocessing caused by the leakage at the scope cover. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "cf-hq1100dl/I operation manual chapter 3 preparation and inspection ", and preventative measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device inspection. The colonovideoscope exhibited the light guide (lg) lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.